Event description:
The patient's pd rn called tech support on (B)(6) 2013 to report that the peritoneal dialysis cycler overfilled the patient on an unknown date on (B)(6) 2013. She stated that this was evidenced by a 4000ml manual drain following the patient's last ccpd prescribed fill volume of 2000ml. At the time of this call, there is no treatment data or alarm history available for analysis from the cycle. The reported large post treatment drain exceeds the 180% drain criteria for a reportable device malfunction.

Manufacturer narrative:
A large intra-peritoneal volume drained manually following the patient's prescribed ccpd treatment occurred with an undetermined cause. There was no adverse event associated with this reported large drain volume. The peritoneal cycler (plant investigation) is currently undergoing evaluation and a supplemental report will be submitted upon completion.